Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the pump gave an alarm and squirted insulin during the manual prime. The patient reported a blood glucose of 117 mg/dl at the time of the call. Troubleshooting revealed that the drive support cap was protruding. Advised that patient that the pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. A scratched lcd window, cracked reservoir tube lip and cracked battery tube threads noted.